Event description:
It was reported that during a laparoscopic nephrectomy, the battery died, no power, and no noise was heard. The device would not open and the manual release was used and the jaws opened. It is unknown if the device fired. The battery was not removed and flipped. The color cartridge was white. Buttressing material was not used. It is unknown if the device was fired over an existing staple line or clip. There was no damage to the tissue. The case was completed with another stapler, type unknown. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.